Event description:
Rptr states defective product. Breast implant device, significant gel leak & rupture resulting in other medical problems & add'l surgeries. Product had/has questionable stability, defective components, poor labeling, does not perform as claimed.